Event description:
It was reported that tsp was attempted and aborted. Per additional information, the farawave catheter and faradrive sheath are used together in afib ablation procedures. The devices were filed in the same complaint since it was the same procedure. These devices were opened but not inserted in the body due to a large amplatzer device blocking the entire septum of the heart, so the procedure could not be performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).